Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast surgery with an unspecified gel mentor breast implant and experienced rupture on the left breast implant. As a result, the patient had undergone removal and replacement with mentor smooth round moderate plus profile 450cc on (B)(6) 2008.